Event description:
Caller reported an event from 3 months ago in which a patient fainted and required hospitalization. The caller alleged the patient was administered an incorrect dosage of insulin following a blood glucose reading of 175 mg/dl. An unknown time later, the patient's laboratory blood glucose result measured 110 mg/dl. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.